Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction and a thrombosis occurred. The physician implanted a taxus express2 3.5 x 20mm drug eluting stent to the right coronary artery (rca). No pt injuries or complications were reported. Ten months post stent implantation the pt presented with an acute myocardial infarction and a thrombosis. The thrombosis was treated with a liberte' 3.5 x 24mm bare metal stent. No additional pt injuries or complications were reported. Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.